Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.